Event description:
The patient was presented in-clinic with out of range hvli measurement. Fluoroscopy displayed externalized conductors. Plans were made for the lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.